Event description:
It is reported that the device was implanted in 2007 and that the pt cannot walk very far and is in constant pain. Pt describes the implant feeling like a golf ball when he sits.

Manufacturer narrative:
Eval summary: the device condition is unk. It is unk if the device components were implanted with the correct orientation and correct fit as per surgical techniques. Pt activity level is unk. Due to lack of sufficient info, the probable cause of pain cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.